Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the 16fr esheath+ was unable to be advance through the calcium. This was noted after a few attempts of prepping the calcified area of the leg with pre-ballooning and placement of pre-peripheral stents. The physician believed the calcium had damaged the tip of the esheath+. As a result, a second 16fr esheath+ was prepared for the procedure. Additional information was received revealing the esheath+ tip was damaged from getting pushed back and forth inside the stent that had been placed in the leg. It appeared there was a split on the end from the stent that was in the leg. Upon further assessment, the physician believed the stent had caused the damage to the esheath+ tip. The physician had requested a second 16fr esheath+ to be safe. The patient was noted to be fine at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed there was tortuosity, calcification and undersized regions present in the access vessels. There was also concentric calcium evident in the bifurcation region. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. To promote successful introduction of the esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection, sheath/introducer dimensions, 0.035" guidewire compatibility, adequate sheath-introducer locking feature, and no premature opening of the distal tip or seam of the esheath+ during introducer insertion. The esheath+ was verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards lifesciences also provides guidance and instructions on visualizing and assessing the vasculature, device preparation, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of a 0.035" guidewire, and appropriate orientation of the esheath+ seam in the vasculature. The training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. A review of prior similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. The review did not identify an edwards related defect that may have contributed to the events. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the inability to introduce the sheath and sheath distal tip split were unable to be confirmed. Investigation results suggest that patient factors (calcification, tortuosity, undersized vessel size, and pre-existing stent) may have contributed to the inability to introduce the sheath as evidenced by the provided imagery. It is likely that patient factors (calcification, tortuosity, undersized vessel, and pre-existing stent) and/or procedural factors (excessive manipulation) contributed to the distal tip split since these patient factors would create adverse interactions between the vasculature and sheath tip, leading to a damage if compounded with excessive manipulation (push-pull forces as reported). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.